Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a de novo target lesion located in the left anterior descending artery (lad). A 2.75 x 24 synergy drug eluting stent was deployed in the lad, but a proximal edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported.